Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that rep was trying to run impedance check for possible ins replacement but is being told the device is out of magnet mode. 0,1 > 2000 ohms and 0,2 is good value and working. It was reviews the move magnet over the ins and rerun impedance check. Rep reported that when holding magnet to ins it "starts it and when he pulls it away it stops it". Confirmed that impedance check was run and patient was feeling stimulation and stated battery status showed ok and was over 3v. No further patient symptoms or complications were reported in this event.